Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following : rcc received a complaint via email. Email(s) attached occluded. Upon replacing the lipid filter, the clear crew broke off the regular fluid line, making the line unusable. Required smof lipids to be paused and discarded. Rn will now need to access the central lines multiple times to replace ine using sterile technique. Patient will now go a few hours without smof running. Meds given: smoflipid fat emulsion 20% - 20gm in 100ml - 2.34 ml/hr total vol.: 100ml

Manufacturer narrative:
Additional information: initial reporter address. Investigation results: it was reported that the male luer broke off. One sample model 2420-0007, lot 24015098 was returned for investigation. The set was examined for defects and abnormalities. The spinning collar was not attached to the set. No damage was observed to the collar or male luer. No other defects or abnormalities were observed. The complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, no issues were seen at the manufacturing plant. (B)(4) samples were taken from the assembly machine and pulled with a calibrated machine to measure the detaching force. All results were within spec. The root cause is unknown. A device history record review for model 2420-0007 lot number 24015098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.